Manufacturer narrative:
The device associated with this report was not returned. A depuy warsaw medical safety officer reviewed the provided x-rays and confirmed the subsidence but could not determine the root cause. A search of the complaint database found no prior reports for this part and lot number combination. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because of talar subsidence.